Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
It was reported to philips that there was an obstruction to the unit via the heater and restricted flow of ventilator. No air/slash volume delivered to patient, but can be felt when the circuit was removed from heater. The device was in use at the time of the event. The ventilator was swapped with no report of patient harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the circuit has been discarded. The rse instructed the biomed to perform the performance verification testing to determine if there was an issue with the v60. A good faith effort was made and the customer confirmed that the v60 was not using high flow therapy at the time of the event, and the device was running 2.30 software. The customer completed performance verification testing and no fault could be found with the device. No parts were replaced and the device remains at the customer site.